Manufacturer narrative:
The company representative evaluated they system and observed that after rebooting the central station that the unit generated an error that required the replacement of the hard drive, therefore the technician was unable to obtain additional logs directly from the system. The hard drive was replaced and the system was tested to factory specification. The tel-200 involved in the report was tested and function per specifications. Full disclosure logs from the time of the reported event were provided by the customer and the two reported issues were investigated: 1) missed low heart rate and asystole alarm. 2) unit not storing full disclosure reports on day post the report. Upon review of the full disclosure logs it was noted that the system called asystole and numerous low heart rate alarms at the time of the report. In addition, it was recorded in the logs that the user acknowledged these alarms including the asystole alarm. Additionally, it was noted that user discharged the patient and elected not to store the patient data on discharge, therefore no full disclosure were stored after patient discharge. In conclusion, the central station functioned per specifications at the time of the reported event, there was no device malfunction. The hard drive failure reported during the systems evaluation is unrelated to the original report. No information related to the patient or to the patient final outcome is available. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that a patient admitted on a tele-200 transmitter experienced a drop in heart rate and went into asystole at 10:46am and 10:52am but no audible low heart rate alarm and no asystole alarm was emitted by the central station. The customer reported they were able to obtain the full disclosure logs from the time of the event but on the following day, they were unable to retrieve any additional full disclosure data.